Manufacturer narrative:
The device involved in the alleged incident was returned and evaluated. The bracket failure involved in this incident was the result of poor enamel quality. Due to mystification forces, the bracket may also debond as a result of the poor enamel quality. It is under the doctor's discretion to determine the quality of the patient's enamel and whether it is appropriate for bracket placement. Brackets placed on teeth with questionable enamel quality can lead to enamel damage upon the debonding of the bracket because the enamel is weak. These investigation results indicate that a user/technique related error contributed to this incident and that it was not due to a product failure or malfunction.

Event description:
On (B)(6) 2011, a doctor reported to ormco corporation that multiple patients experienced enamel separation upon debonding of the orthodontic bracket.

Manufacturer narrative:
A customer complaint was received which alleged that multiple patients experienced enamel separation during debonding of the the orthodontic bracket. The doctor was not definitive as to the exact number of patients involved. Confirmed with the doctor's office that all patients are doing fine and the enamel was repaired on all patients. In the complaint, five different products were identified. This MDR is on one of the five devices.